Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a false occlusion alarm. The root cause could was determined to be a broken door assembly in the latch area. The door assembly was replaced to repair the reported condition. Service history review determined that the device has not been previously sent into service for the reported condition of "occlusion-false". A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm, occurring during bio-medical service. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.